Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was to be used to deliver an unspecified concentration of taxol. It was reported that prior to patient use, as the nurse spiked the solution bottle, solution leaked from the piercing pin and bottle stopper connection. The solution that leaked was cleaned up according to the facility's protocol. The tubing set and the solution bottle were replaced and therapy was initiated. There were no reported adverse effects to the healthcare professional. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.